Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported event. Fse kept his head in the viewer and removed his hands from the mtms and the none of the arms moved. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument will sometimes "move abruptly" without surgeon control. Undetermined that last time the surgeon experienced the issue. Logs show several events over the past few procedures of the master tool manipulator (mtm) right and mtm left being released by the surgeon while vessel sealers were in use. It is possible the issue could be user induced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend (vse) turned in the intended direction to the right but moved further than the surgeon intended and was stuck that way. After reseating the vse, the issue did not return. The vse was disposed of and is not available for return. An image was provided via email.